Event description:
The male luer of the smartsite infusion set slipped off. This has happened before to this tubing. See communication from nursing regarding issues with this tubing:"on several occasions around the most distal portion of the tubing, the plastic piece just above the male luer has separated from the luer. Over the weekend, the most serious incident was the separation of the tubing just above the pump segment which caused a significant chemo leak. Fortunately the patient suffered no skin exposure however, chemo leaked from the tubing onto the pump and floor as well as into the bathroom as the patient moved around in the room."device #1is this a laboratory device or laboratory test?no.